Event description:
Customer reported, that bed 8 had a no comm message displayed on the central station. The customer noted, a yellow light on the bedside monitor display. The power cord was reportedly unplugged at the back of the solar shutting down the solar bedside monitor. When staff took the tram out to use in the transport monitor, the coiled cord that plugs into the front of the tram from the transport was not reportedly pushed in all the way. Patient death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.